Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced wound dehiscence. The physician noted that the leads began to protrude out of the lead incision site, which likely prevented it from healing. The physician decided to explant the device and there have been no reports of further complications regarding this event. The physician plans to re-implant in the future.